Event description:
It was reported that patient experienced discomfort at the ipg site. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
Correction a4: patient weight has been updated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received reports that patient underwent surgical intervention in which the ipg was explanted and replaced.